Manufacturer narrative:
(B)(4). The label review found the labeling adequate for the use error in this complaint. The problem was confirmed and the cause was use error closed patient line clamp. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
A customer contacted baxter's technical service center regarding the home choice (hc) alarm situation of a check patient line with air in line. The home patient stated that he forgot to open his patient line while in initial drain. The patient was involved but there was no patient injury or medical intervention reported. Baxter was contacted by the nurse on (B)(6) 2011. The nurse stated the patient was doing fine with therapy. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.